Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized after a syncopal event that led to an accident. Information from the device does not give any indication of oversensing or other reasons for inhibition of pacing, however, programmed right ventricular (rv) lead pacing output did not provide the typical 2x safety margin. The inadequate safety margin may have led to loss of capture (loc); there was nothing in the arrhythmia logbook electrocardiograms or reports that confirmed loc occurred however loc can cause syncope for dependent patients. The outputs were increased and the patient will be monitored. No surgical intervention was performed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.